Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a femoral angioplasty procedure, the contralateral approach was made via a puncture from the left femoral. The right proximal femoral artery was noted to be calcified and diseased. The balloon was advanced and the angioplasty was performed over another manufacturer's v18 guidewire. The balloon was noted to rupture during inflation. Some resistance was felt on withdrawal of the balloon with increased resistance felt in the iliac artery above the puncture site. Upon removal of the balloon catheter, it was noted that the rupture had been circumferential and that the distal portion of balloon was left in vessel. Surgical removal of the distal portion of the ruptured angioplasty balloon from left groin was required. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Two individual portions, the distal tip (with the distal portion of the balloon) and a separated portion of the balloon, were returned on an 0.0185" guide wire of unknown origin. It was confirmed that the guide wire had a kink on the distal tip. It was also noted that the catheter tubing under the balloon had been torn away at the distal balloon bond. The distal tip of the pta moves freely on the supplied guide wire and exhibits multiple nicks. The portions available show a circular tear, but it could have potentially started as a linear tear. Without the proximal portion it is difficult to determine the initial direction of the rupture. Per manufacturing instructions, balloon burst, compliance, fatigue, tensile strength, and sheath compatibility verification tests have been performed. The balloon is manufactured and inspected for wall thickness, visual defects, and presence of crow's feet. An inspection is performed for balloon rated burst pressure and to ensure the balloon does not burst radially. A search of the affected lot number showed this is the only complaint received on this lot number. Per qc, the inspector is instructed to feel for a smooth transition at distal tip and the wire should pass through without excessive force. Inspectors also verify integrity of proximal and distal balloon bond and checks balloon for surface defects. The device is shipped with IFU that describes the intended use, specific items are addressed such as: -adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 14atm/bar. The user did not communicate the withdraw method and did not state if a sheath was used, which may have contributed to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst or when removed through a sheath. The only statement was resistance was felt while withdrawing the device. Severity of his complaint is associated with the statement that a piece of the device had to be "surgical removal". A definitive root cause cannot be determined. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
During a femoral angioplasty procedure, the contralateral approach was made via a puncture from the left femoral. The right proximal femoral artery was noted to be calcified and diseased. The balloon was advanced and the angioplasty was performed over another manufacturer's v18 guidewire. The balloon was noted to rupture during inflation. Some resistance was felt on withdrawal of the balloon with increased resistance felt in the iliac artery above the puncture site. Upon removal of the balloon catheter, it was noted that the rupture had been circumferential and that the distal portion of balloon was left in vessel. Surgical removal of the distal portion of the ruptured angioplasty balloon from left groin was required. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence